Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. However, there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that there was a lead malfunction. Follow-up received indicated that the left ventricular (lv) lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.